Manufacturer narrative:
A follow up report will be submitted upon completion of his investigation.

Event description:
The customer reported that during a patient event, the delta monitor did not alarm. An alarm was provided only when the heart rate dropped even further. The patient was resuscitated successfully and transferred to intensive care but died approximately 6 hours later.

Manufacturer narrative:
It was reported that a delta monitor failed to alarm during use. The incident was noted to have occurred (B)(6) 2018, between 00:30:00 and 02:30:00. Review of the infinity central station (ics) logs show 22 "audio pause button"/"user selected alarm pause start" entries on (B)(6) 2018 between 00:04:06 and 02:30:53. User interaction is required to generate these entries. There was no device malfunction.

Event description:
The customer reported that during a patient event, the delta monitor did not alarm. An alarm was provided only when the heart rate dropped even further. The patient was resuscitated successfully and transferred to intensive care but died approximately 6 hours later.